Manufacturer narrative:
No product is being returned for evaluation.(B)(4)

Event description:
During hip surgery it was noted in mid procedure while using the dyonics whirlwind probe that one of the ball electrodes from the front end of the wand was missing. This was observed on the screen through magnification of the camera system. The missing ball was not subsequently able to be conclusively identified. No product is returning for evaluation. It was stated that the customer reported this incident directly to (B)(4) and that this information is accurate; there were two incidents; one where the ball fell off and was not retrieved from the patient and one where the ball fell off and was removed from the patient. (B)(4)